Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report the insulin pump died overnight and he woke up with a blank display. The customer reported that he pinched the tubing and the device did not alarm no delivery. The customer's blood glucose level was 400 mg/dl. The customer tried bolusing with the insulin pump but the levels kept getting higher. The customer treated with manual injections to lower his blood glucose. The customer's device was replaced and was informed to return his device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.